Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an arthroscopy pump, ar-6480, is running at low pressure. Discovered during a case, no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The device(s) were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is due to a user error setting the device correctly. The complaint allegation was not confirmed.